Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that implant was removed due to implant fracture. #13 crown kept loosening up. Grafted prior to implant placement. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
Zimvie did not receive one (1) tsvmb10, (imp, tsv, mcol mg, 3.7mm, 10m) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 63026333. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63026333 for similar events and one (1) other complaint was identified (B)(4). Review completed utilizing keywords: ¿fracture implant¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf (B)(4) rev. 5, the most likely root causes determined from the investigation are long-term parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvmb10 (imp,tsv,mcol mg,3.7mm,10m) for evaluation. Visual evaluation was performed. Bone debris on external threads. The implant's collar was fractured. DHR review was completed for the subject lot number 63026333. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63026333 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz rev 5, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction has occurred. The implant was fractured at the collar. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. If additional information is received, the record will be re-opened for further evaluation.